Event description:
It was reported that the pump¿s connector broke, and the user was unable to remove the cartridge, consistent with a mechanical break affecting the infusion/connector component and resulting in inability to operate the device. Symptoms included no adverse clinical effects, with blood glucose reported as unaffected. Outcomes included continued cgm use and preparation for device replacement with instructions to shut down the pump to avoid alerts and to perform a standard startup on the replacement device. Investigation included customer interview, troubleshooting guidance, and arrangement for device return. Investigation of this case revealed a broken connector causing cartridge removal failure, aligning with a mechanical failure of the pump¿s connector component and user inability to remove the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.